Event description:
A customer reported that the system did not perform priming, that there was no aspiration, and that the system locked during a procedure. The procedure was completed with an alternate system with no impact to the pt.

Manufacturer narrative:
The system was examined and the reported event was not replicated. The system was then tested and found to meet product specifications. The system manufactured on april 19, 2012. Based on qa assessment, the product met specifications at the time of release. The system was found to meet specifications. Therefor, the root cause of the reported events cannot be established. (B)(4).